Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system was not showing patient admitted. The technical support specialist stated that there was no update from customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower system was not showing patient admitted in emergency pyxis unit. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.